Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The physician attempted to treat a 90% stenosed lesion located in the calcified, severely tortuous lcx (left circumflex artery with a 2.50x16mm taxus liberte. The stent delivery system was unable to cross the target lesion. Upon removal from the pt, it was noted by the physician "the stent strut was lifted up". The procedure was completed with another of the same device. There were no reported pt complications. The pt status is listed as "no problem".

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination identified damage at the proximal stent edges. Proximal stent strut rows 1 to 2 were raised. No kinks or damage was noticed along the shaft of the device. The most probable root cause of this event is operational context.